Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the battery was stuck inside and cannot get it out. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.